Manufacturer narrative:
(B)(4). Mfg site name: (B)(4). Investigation results: a visual examination revealed that the exposed glass fiber tip measures approximately 3.5 mm and appears unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber, and visual examination also revealed no damage to the fiber face within sma connector. The ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal tip is round and weak. As a result, effective transmission measures 19.3% indicating a clean break within the connector. The condition of the returned device does not confirm the event. Since the fiber was recognized by the console during analysis at bsc, the assigned most probable root cause for this complaint event is caused by other. A root cause of caused by other is used when the investigation indicates another device/drug/subsequent procedure caused the complaint event. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a accumax tm single use holmium laser fiber was used during a ureteroscopy procedure in the ureter and kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 60 w. According to the complainant, during preparation when the fiber was connected to the laser console there was no ability to activate energy, or any ability for modification. The procedure was completed with another accumax laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. This event has been deemed a reportable event based on the investigation results; fiber broken within connector.